Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging respiratory tract irritation, nausea, vomiting, kidney disease/toxicity, liver disease/toxicity. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged respiratory tract irritation, nausea, vomiting, kidney disease/toxicity, liver disease/toxicity. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no visible evidence of foam degradation. There were secondary findings. The device's downloaded logs were reviewed by the manufacturer. There was 1 error code found. The third-party service center concludes that there was no visible foam degradation. In box h: patient outcome code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.